Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the set-up structure motor axis. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, staff had called to report repeated recoverable 23094 faults and an inability to rotate the boom side to side during surgery. They had been able to dock and complete the procedure. No intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting had been performed at the time of the call. The procedure was completed with no reported injury.